Event description:
The patient's right tmj mandibular component was repositioned.

Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2018, which included a lefort 1 osteotomy and anterior mandibular osteotomy with genioglossus advancement. In 1997, the patient had a severe life-threatening accident, which resulted in multiple facial fractures and the patient has experienced significant problems with his tm joints and airway over the years. At the time of the implant surgery, the surgeon had difficulty completing the movement of the mandible into its new position due to the severe amount of scarring present within the tm joints. After the implants were placed there was a small discrepancy in the occlusion, which was addressed with a diamond bur. On (B)(6) 2018, the surgeon took the patient back into surgery and elected to remove more bone for better adaptation of the right mandibular component and refixated the device appropriately with the condyle within the right glenoid fossa. The patient has since been seen by his surgeon and is considered to be progressing well.